Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin flow blocked due to a bent cannula. Customer's blood glucose was 450 mg/dl at the time of incident and 229mg/dl at the time of the call. Customer indicated that the issue was resolved by changing out the reservoir. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Troubleshooting advised customer to change the entire set, reservoir and insulin and treat per their doctor's instruction. Customer declined further high blood glucose troubleshooting. No further assistance was necessary.